Event description:
The patient reported that he was camping for three days and each day the v-go 20 device would not stick and detached from his skin before the 24-hour wear period. The devices are not available for return to the manufacturer for evaluation.